Event description:
It was reported that a member of the medical staff noticed that the tip of the instrument was damaged. It was possible that the broken tip was in a pt. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for eval. We are unable to determine the cause of the event. The suspected device is either catalog # 9560528 or #9560529, both of which were used in this case. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.